Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a connection issue with the mobile power unit patient cable was confirmed via product testing. The heartmate mobile power unit (serial #: (B)(6) ) was returned for analysis and serviced on 30mar2021. During testing it was observed that it was difficult to fully thread a test controller into the white power cable output of the mpu patient cable, confirming the reported event. There were no issues with connections regarding the electrical conductors of the patient cable to the test controller. The mpu passed all stages of testing. The patient cable was replaced, and the patient cable was forwarded to the abbott product performance engineering (ppe) lab for further analysis. The mobile power unit was returned to the patient. The patient cable was connected to a test mpu and was connected to a test system controller and mock loop. The patient cable was able to connect to the system controller and was able to provide power, however the threads of the patient cable were not able to fully screw into the white power cable. The patient cable was able to operate as intended despite the connection issue. The root cause of the reported event was unable to be conclusively determined in this analysis. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 3 ¿ ¿powering the system¿ and heartmate iii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly connect power sources to the system controller. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate ii system controller (serial#: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the customer was requesting a loaner mobile power unit (mpu) be sent to the patient's home. It was requested that a malfunctioning mpu be evaluated. The patient was reportedly unable to secure the white power cable to their mpu. There was no mention of an inability to connect to other external power sources.